Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the full height drawer failed.As per part investigation, it was determined that thermal damage identified on component Q501 of the PCBA DWR CNTLR (PN: 151622-01), resulting from an electrical failure.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 Initial Reporter Facility Name - (b)(6). A review of the complaint history for SN: (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN: (b)(6) was performed from the date of manufacture, 28-JAN-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of Failed FH was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the designated compliant handling unit(DCHU) inspection process. According to Work Order: (b)(4), The FSE reported that tested and confirmed that drawer 3 showed no pockets on, verified all connections and cables tight, rebooted station, but issue persisted. Then, the FSE replaced the drawer controller printed circuit board assembly to resolve the issue and tested on the hardware test application successfully. The customer also tested the repair successfully in the pyxis application with no issues observed. During DCHU Visual Inspection: PN: 151622-01: The unit was received with evidence of thermal damage on component Q501, characterized by localized overheating, surface charring, darkened discoloration on the component body. During DCHU testing: PN: 151622-01: No testing was required due to evidence of thermal damage observed on component Q501 on the returned drawer controller board. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT ANALYSIS:The root cause of the complaint of Failed FH was due to thermal damage identified on component Q501 of the PCBA DWR CNTLR (PN: 151622-01), resulting from an electrical failure. This damage compromised communication and control signals and ultimately compromised the drawer's functionality.